Manufacturer narrative:
A hill-rom technician sated that the cover over siderail latch was bent causing siderail not to latch, bent cover back into place and now bed is working as specified.

Event description:
Siderail would not latch.